Manufacturer narrative:
The customer's report was observed and attributed to incompatible software installed on the analog board. It was determined that the customer upgraded the software of the device and did not follow the upgrade instructions, specifically compatability based on version they upgraded to. The device software was updated, recertified, and returned to the customer. It is also important to note we are working with the customer to understand if any other devices were upgraded to reduce the probability of another occurrence. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.